Event description:
It was reported that during an unknown procedure, there was a broken blade (removed). A jaw broke into the coelioscopy and was found inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.